Event description:
Customer states the doctor reported the tip of the scissors (the part that is attached to the shaft) broke off during a laparoscopy procedure. This extended the surgery because the doctor had to remove the part from the pt. No injuries to the pt were reported.

Manufacturer narrative:
Product was received on (B)(4) 2008 and is under evaluation. Upon completion of the evaluation, a supplemental report will be filed.